Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, it was reported by the spouse that the patient uses insulet omnipod5 and reportedly experienced no symptoms. The cgm was reading 53 mg/dl and the patient was treated for hyperglycemia with 10 units of insulin and saline drip at an unspecified higher level of care. The reporter was unable / unwilling to answer about a blood glucose reading during the episode. The reporter was reportedly unaware of calibration feature. There was reportedly no information about the patient's condition during the report the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.